Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg was unable to communicate with external devices following an unrelated procedure where the device was not placed into surgery mode. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.